Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney did not allege a specific device failure and no sample was returned for evaluation. No medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent left inguinal hernia repair. A bard/davol extra-large perfix plug, reference number: 0112780, lot number: husl0457 was implanted in patient during this repair. On (B)(6) 2014: the patient underwent another procedure to remove the perfix plug and repair the recurrent left inguinal hernia. The physician noted the presence of a large amount of scar tissue and, despite the plug being "extra large" he described the plug as "small or medium-sized" before he removed it. As reported, patient continues to suffer extreme testicular pain. As alleged, the perfix plug implanted in patient failed to reasonably perform as intended. As alleged, patient has been injured sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective perfix plug.